Event description:
Implant failed due to a broken/fractured component.

Event description:
Implant failed due to a broken/fractured component the initial report did not have the correct event type documented , the correct event type, serious injury, is presented in this follow-up report.